Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device only delivered 168j when it was set to deliver 200j. There was no reported patient involvement.